Event description:
Customer's husband states the lancet did not retract inside of the softclix lancet device. He stated the lancet is visible. No adverse event reported. Requested return of suspect device, and replacement was sent.